Event description:
The customer called in for help with her meter. While troubleshooting, it was discovered the meter was set in mmol/l. The customer was able to reset the meter to mg/dl with assistance. The customer did not allege any adverse events due to the mmol/l readings. The meter will not be returned for evaluation.